Manufacturer narrative:
Depuy is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy or its employees that the report constitutes an admission that the device, depuy , or its employees caused or contributed to the potential event described in this report. Upon complaint review, it was determined that the patient age at the time of event and sex were inadvertently missed on the initial report; therefore, both fields have been updated accordingly to reflect the correct information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: gertzbein, sd., et al (1998), an unusual cause of lumbar discitis, spine, vol.23 no.6, pages734-736 (USA). The study emphasizes on a (B)(6)-year-old woman who experienced intense low back pain after a gynecologic procedure for suspension of the vagina for cystocele and rectocele. The pain occurred a few days after the procedure and increased in intensity and was relieved inly by complete bed rest. The patient had a previous history of intermittent low back pain of 1 to 2 days¿ duration, which improved with exercise and a corset. The patient was referred to an orthopedic surgeon who had previously treated her and was given a steroid trigger-point injections and injections of the sacroiliac joints. Because of continued intense back pain, the patient was referred to another physician for evaluation of her back. Physical examination showed tenderness over the mid and upper sacral region with pain on movement in any plane, and radiographs of the lumbar spine showed 2 small foreign bodies located within the l5-s1 disc. Two additional bone anchors were noted in the pubic bones. Bone scan showed a mild uptake, and computed tomography (CT) scan confirmed the location of both anchors within the disc space and evidence of erosion, particularly of the upper sacral body. The case report describes the following procedure: removal of the bone anchors and repair of the recurrent stress urinary incontinence. The nonabsorbable sutures were identified in the presacral region and followed to the l5-s1 disc. The disc space was incised and both anchors were located, one to the right superficially and the other at the midline, more deeply located. The disc material was noted to be fragmented and desiccated with granulation tissue around the anchors. Then, a complete discectomy was carried out and anterior body fusion was performed. The devices involved were: 2 titanium bone anchors (mitek gii anchor system ethicon, inc., (B)(4)). Complications mentioned in the article: the patient experienced intense low back pain and had a bladder infection. There was tenderness over the mid and upper sacral region with pain on movement upon physical examination.